Manufacturer narrative:
The device and lens were returned separately. Solution is observed dried in the device. The plunger is fully advanced outside the tip of the device. The tip of the device is damaged. The lens was evaluated and a broken haptic and a crack were observed. Product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if an approved viscoelastic was used in the device. The information provided states the advancement step and the lens stop removal step were reversed. This is most likely the cause for the damaged haptic. The lens stop must be removed before lens advancement. The damage observed to the device tip typically occurs if the lens or plunger is not in a proper position for advancement. It is unknown if the approved viscoelastic was used. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A doctor reported that when an intraocular lens (iol) was inserted into an eye, the leading haptic was detached. The surgeon was able to rotate the lens into position and thought it was stable in the capsular bag. On the following day, the lens was noted to be out of the capsular bag and caught in the iris of the eye. One week later the lens was exchanged for another lens. The doctor indicated that the first two steps recommended during lens implantation were not completed in proper sequence. Additional information was requested.

Manufacturer narrative:
The lens stop is designed to hold the lens in place while the device is filled. Filling the device after removal of the lens stop may allow the lens to shift out of proper position. This may cause folding or delivery issues which could lead to damage. (B)(4).